Event description:
The iab was inserted into the pt on 11/14/97. On 11/17/97, blood leaked in the catheter. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event - reported 11/25/97. Pt's current status: unk - rpt'd 11/25/97.